Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. A67111-notvalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms. Insertion details: the essure device placed on left with a coil visible, two coils visible on right at the end of procedure. Lot # a67111-inv . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. A67111-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms. Insertion details: the essure device placed on left with a coil visible, two coils visible on right at the end of procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received: case is upgraded to incident. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.